Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed r wave under-sensing during an arrhythmia and there was possible non-capture. The patient was in hospice care due to advanced heart and renal failure and is deceased. A request for the circumstances surrounding the death and the cause was made, but could not be obtained.